Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2019. According to the complainant, during withdrawal of the device, it was noticed that the exit marker of device detached inside the scope. The procedure was completed at this time. There have been no patient complications as a result of this event.